Event description:
It was reported that during a surgical procedure the drill bit snapped. No adverse consequences were reported.

Manufacturer narrative:
The drill bit subject to this complaint was returned for evaluation. It was visually confirmed that the product tip had broken off. The information available suggests that the tip design was the root cause of the breakage.